Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported fluid in battery compartment and the white ring inside the battery compartment was broken. Customer reported home screen did not appear on the display. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the active current measurement and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump received with a high sleep current measurement. In further analysis of the pump history found: low battery alarms on 07/04/2025 at 19:47:00.000. Replace battery alert on 07/05/2025 at 05:18:00.000. Replace battery now alarm on 07/05/2025 at 05:49:00.000. Power loss alarm on 07/05/2025 06:02:55.000. Pump was cut open to perform visual inspection and found moisture damage in the battery tube (corroded) and in the 40 pin flexible printed circuit/lcd. Swapping out test case confirms high sleep current measurement is isolated to the case. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked up keypad overlay and scratched case. No crack case on the battery compartment noted. No damage on the ring inside the battery compartment noted. Blank display not confirmed. Cosmetic damage at the battery compartment (crack) and white ring inside the battery compartment is broken was not confirmed, however, other cosmetic damage was noted. Pump expose to moisture confirmed. Pump received with a high sleep current measurement due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.